Event description:
It was reported that a homechoice automated pd set with cassette leaked. The issue was described as ¿the end of the patient line on the cassette detached, resulting in fluid leakage¿. Further described as the home patient (hp) noticed a sensation of wetness, which caused the hp to wake up. The hp was able to manually reinsert the line back into the cassette. This occurred during use of the device for automated peritoneal dialysis (pd) therapy; ¿shortly after the dialysis began¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.